Event description:
The ams monarch mini sling medical device (mesh sling which I was never told mesh was being put in me at any time) implanted in me eroded and became infected causing debilitating pain. I had to have surgery in (B)(6) 2018 to have it 100% fully removed. Since there are only a handful of explant surgeons that do 100% removal of mesh slings in hand to travel out of state and incur the cost of travel, hotel, meals, and surgery (to the tune of $(B)(6)) to have it removed to have any chance at gaining relief of the pain and serious symptoms I was experiencing. I suffered from minor stress incontinence prior to implant of "the sling" which again I was not told that it was made of mesh that had a history of major complications. This same mesh has caused me years of debilitating pain and symptoms that dramatically changed my life. Pelvic mesh should not be put in women. There are alternatives that don't involve putting a plastic mesh that erodes into other organs in women. Stop the madness and stop maiming women with mesh.